Manufacturer narrative:
(B)(4). The device reportedly is not available for investigation.

Event description:
When the memobag was taken out of the patient during a laparoscopy liver segment resection, the closure wire was sticking out from the wire storage part, and the wire cut the md's finger. Additional and corrective information: the procedure was not the laparoscopic liver segment resection but the laparoscopic distal pancreatectomy. There was no injury to the md; just his/her gloves were torn. So, he/she completed the procedure as it was.

Event description:
When the memobag was taken out of the patient during a laparoscopy liver segment resection, the closure wire was sticking out from the wire storage part, and the wire cut the md's finger. Additional and corrective information: the procedure was not the laparoscopic liver segment resection but the laparoscopic distal pancreatectomy. There was no injury to the md; just his/her gloves were torn. So, he/she completed the procedure as it was.

Manufacturer narrative:
Qn# (B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacture of the complained lot. The reported defect cannot be confirmed because the defective device was not returned for examination. The root cause of this complaint cannot be clearly determined because of unavailable defective device. As the root cause of this complaint was not determined, no corrective/preventive actions in production are doomed necessary to introduce.